Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa ipg, (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance has been increasing and is high. The capture thresholds have also increased and there have been observations of high ventricular thresholds. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.